Event description:
It was reported that the customer received a motor error alarm while filling the cannula after changing the insertion site. The customer also received a no delivery alarm a few days later and experienced high blood glucose. The customer's blood glucose was between 200 mg/dl and 300 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from changing out the infusion set. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.